Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "screen will not go on" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined as the device is a stay-in unit. No repairs were made in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.

Manufacturer narrative:
(B)(4). The facility representative reported an ipump with a condition of "screen will not go on." This condition occurred upon power up. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "as customer puts in battery, alarm goes off. Screen will not go on." This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.